Manufacturer narrative:
(B)(6). Medical records were reviewed by post market surveillance staff. Medical records do not contain any peritoneal dialysis clinic progress notes or treatment records for review. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s alleged peritonitis. Medical records do not diagnose the patient with peritonitis. According to the medical records, there is no conclusion can be made that shows a causal relationship between the patient¿s peritoneal dialysis products and the alleged peritonitis. According to the medical records, no conclusion can be made that the patient actually had peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. A call was placed to the peritoneal dialysis registered nurse (pdrn) and the pdrn confirmed there was no issue with overfill. Per the pdrn, the patient had been diagnosed with an episode of peritonitis on (B)(6) 2016, without allegation of device malfunction. The pdrn stated the fluid culture results showed no growth, but the patient exhibited an extremely high white cell count. However, medical records show the pmn's were (B)(6). According to the pdrn there was no reported fluid leak during peritoneal dialysis treatment prior to the alleged infection. The pdrn indicated the episode of alleged peritonitis was due to touch contamination, where the patient frequently did not practice and lacked proper aseptic technique during treatments (the patient did not wash their hands and did not don a mask). However, the patient's peritoneal dialysis fluid culture showed wbc count of (B)(6), pmn's of (B)(6) and (B)(6) culture. The "ispd guidelines/recommendations for peritoneal dialysis related infections recommendations: 2005 update," stated "an effluent cell count with white blood cells (wbc) more than 100/ml, with at least (B)(6) polymorphonuclear neutrophil cells, indicates the presence of inflammation, with peritonitis being the most likely cause." The patient's peritoneal dialysis fluid culture result did not meet the ispd definition of peritonitis. In addition, the patient's physician documented, "I do not think (the patient) has peritonitis. Stop antibiotic."

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was prescribed medication as part of his peritoneal dialysis treatment regimen. Follow-up was made with the patient's nurse who stated the patient was diagnosed with peritonitis on (B)(6) 2016. Per the nurse the fluid culture results showed no growth, but the patient exhibited an extremely high white cell count. The nurse indicated the peritonitis was due to touch contamination, where the patient frequently did not practice aseptic technique during treatments. The patient was not hospitalized the peritonitis and was treated in-clinic and at home. There were no fluid leaks reported during treatment prior to the reported infection. As of (B)(6) 2016, the patient's signs and symptoms of peritonitis resolved, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.